Manufacturer narrative:
DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. The test results objectively demonstrate that there was no escape form manufacturing process and therefore the complaint cannot be confirmed to be a plano neuromodulation manufacturing related event. The unit not being returned.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Date of event is estimated.